Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was unsuccessfully treated with manual injection and insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was noted that cannula was bent. No delivery alarm was received during fill tubing. No delivery was resolved with reservoir and infusion set change. Customer reported that blood glucose began to lower and declined further troubleshooting or replacements. Customer reported that healthcare provider had made changes to settings due to previous low blood glucose.